Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause of the problem reported by the customer was due to biological debris found throughout the device. It was also noted that there were no signs of breakage with the exception of a slight jagged on the catheter that could have happened during ex-plantation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the valve was split at the valve housing. As a result the device was revised.